Event description:
Report received of a tubing "split" during use with a power injector. The customer contact states the extension set was being used to deliver contrast media during a CT scan at a rate of 2ml/sec. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.